Event description:
The customer reported that during routine testing, the endoscope tested positive for microbial contamination. All channels were sampled and 3 colony forming units of unspecified micro-organisms were detected. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The subject device was then returned to an olympus service center for evaluation. During the inspection and testing, service found the adhesive of the bending section cover was peeling off. The customer provided their cleaning, disinfection, and sterilization processes. Pre-cleaning is performed by aspirating water through the instrument/suction channel. The channels are then flushed using aniosyme x3 detergent. The instrument/suction channel, suction cylinder, instrument channel port, and the distal end are manually cleaned using aniosyme x3 detergent and an asept inmed brush. Manual disinfection is performed using anioxyde 1000 disinfectant. Scopes are stored horizontally. Olympus is the maintenance company. The scopes are not sterilized. Once the investigation has been completed, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus." Olympus will continue to monitor field performance for this device.